Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts slightly stretched and lifted from the stent profile. A visual and tactile examination of the hypotube found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-may-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 100% stenosed, 30mm in length and 4.0mm in diameter target lesion was located in the non tortuous left anterior descending artery. A 32x4.00mm taxus liberte drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.